Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system non-dehp secondary medication set would not flow when connected to a clearlink system continu-flo solution set. The event was further described as ¿the line was primed with solution in the priming chamber¿; however, the baxter pump would not ¿pull from secondary tubing¿. The secondary infusion was cefazolin (2g/100ml infusion at a 200ml/hour rate). There was no report of patient injury or medical intervention associated with this event. No additional information is available.